Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent radio frequency ablation procedure using the venclose catheter. During to the procedure, it was reported that upon initiation, the catheter failed to reach adequate temperature for effective treatment, with the generator displaying abnormal blue line patterns. During the final treatment cycle, the catheter had difficult to withdraw, with partial intimal tissue disruption observed. The patient experienced shock sensations during the final cycle. Additionally, the generator displayed inconsistent cycle data, recording 160 seconds of treatment with only 5 cycles, indicating inaccurate cycle counting. The procedure was completed using another catheter. The current status of the patient is unknown.